Manufacturer narrative:
(B)(4). Concomitants: 4092-58 implantable pacing lead 2011 (B)(6). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the emergency room with dizziness. It was also reported that the remote monitoring transmission suggested lead noise. Atrial sensing was not within the expected range which caused frequent mode switch. The lead remains in use. No patient complications have been reported as a result of this event.